Manufacturer narrative:
The affected evita 2dura was analyzed in the repair shop in (B)(6). The root cause for the described issue was an overheated transistor within the power supply, which is the one that was delivered with the device in 2002. In this failure situation the device generates an alarm and turns off, which results in the effects described by the user: the display turns off and an alarm independent from the power supply is generated (whistle). The safety valve opens to allow the patient spontaneous breathing. Due to the overheated transistor the described bang and the charred smell were noticed. The evita 2dura is manufactured according to the requirements of the underwriters laboratories, the possibility of fire hazard is accordingly minimized. The device behaved according to specification for the failure of the power supply and alarmed acoustically. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Device generated a loud bang. Afterwards a loud whistle and turned off display.heavy charred smell. Not possible to turn the device on again. No injury reported.